Event description:
It was reported that wake button on the pump was not functioning as expected. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting and stated that he would call back if issue became a problem, and no additional actions were taken by technical support at that time.